Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
During a standard inspection of a customer returned asset, the nozzle on the colonovideoscope was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. The customer did not report any problems associated with the device, and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Additional issues were identified during the device evaluation: the light cover glass adhesive was uneven; the optical cover glass adhesive was worn; the distal end adhesive had lifting; the scope connector had water leakage; the switch function had failed intermittently; the up/down/left/right angle was not to specification; the up/down/left/right angle knob had play; the air channel volume had blockage; the water flow was not to specification; the water removal was not up to specification; and the water channel volume failed due to blockage evident. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.